Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and restricted leaflet motion were confirmed based on the available information. Available information suggests procedural factors (post-dilation) likely contributed to the event as per the reported information. Per report, the restricted leaflet motion was identified after post dilation and the subsequent echocardiogram confirmed worsening transvalvular regurgitation. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan a transfemoral transcatheter aortic valve replacement procedure was performed to implant a 23mm sapien 3 ultra resilia valve. The initial procedure involved pre-balloon aortic valvuloplasty with a 20 mm balloon, followed by implantation of the 23 mm valve at nominal -3 volume. Post-implantation echocardiography revealed mild-to-moderate paravalvular leak (pvl), prompting post-dilatation at nominal -2 volume. Subsequent echocardiography confirmed worsening transvalvular aortic regurgitation (ar). Valve leaflets could not be visualized on echocardiography and were not confirmed by angiography; therefore, the cause was determined to be restricted leaflet motion. A bailout transcatheter valve-in-valve procedure was performed using a 20 mm valve expanded with nominal +1 volume. Following this intervention, disappearance of transvalvular ar was confirmed, and the procedure was completed with trivial pvl. No complications were reported during or after the bailout intervention. The patient remained in stable condition post-procedure.